Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that, intermittently, the pump did not give a low cartridge warning prior to an empty cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump settings showed that the low cartridge warning level was set for 20u. An ezprime and 24 hour duration test were successfully completed. The alarm history showed several instances of low cartridge warnings followed by a replace cartridge alarm. For testing purposes, the cartridge level was decreased below 20u and, once the pump reached below 20u, a low cartridge warning correctly displayed on the screen and the pump emitted the appropriate sound feature. The cartridge level was then reduced to 0.0u and a replace cartridge alarm was correctly displayed on the screen and the pump again emitted the appropriate sound feature. Both of the warnings and alarms were correctly recorded in the pump history at the correct time and in the correct order. Product analysis was unable to duplicate the complaint. Unrelated to the initial complaint, the display screen had a pinkish contrast and was still legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.